Event description:
Ilodi implants were improperly placed leading to buccal wall fracture.

Manufacturer narrative:
Clinician was in the process of placing four 2.9 mm diameter lodi implants. By the 3rd implant, as the clinician was drilling, the drill tip had fallen off the ridge to the buccal and eroded the buccal wall. So, they removed the 2.9 mm diameter implants and replaced them with 2.4 mm diameter lodi implants instead. Improper treatment planning can result in one or more of the following, which may lead to buccal wall fracture/erosion and add'l surgical treatment: use of the wrong drill size or use of wrong implant size - placement of a larger implant than what is appropriate for the pt. Incident was related to the inadequate treatment planning (bone density assessed incorrectly that resulted in the use of the incorrect drill and placement of incorrect implant size. User documentation (technique manual, p/n 18019-tm) specifies that the clinician conduct a pre-surgical assessment to select the appropriate implant. The lot history records for the implant system were reviewed and no discrepancies or issues of non-conformance were noted. No further action is required. No customer letter required based on the above info.